Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred and pump shutdown due to normal battery depletion. Reportedly, the customer was able to power pump on and continued using the pump for insulin therapy. Customer's blood glucose (bg) level read "high," exact value was not provided. Customer administrated a manual injection to address high bg.